Manufacturer narrative:
(B)(4). Method: the complaint 900mr136 y-piece was received still attached to the tache tube, a "bigon" endotracheal tube. Both devices were visually inspected and the y-piece was also attached to an infant breathing circuit to test its connection. Results: no damage was noted to either device, but the trache tube was very firmly attached to the y-piece and required excessive force to remove it. When the complaint y-piece was attached to a standard infant breathing circuit the connection was firm but the circuit was able to be easily disconnected from the y-piece without use of excessive force, indicating that the y-piece was within specification. This is the only complaint for this product that we have received. The product has been sold by us since 1998. Conclusion: the 900mr136 y-piece is a reusable y-piece sold separately as an accessory for paediatric use. No fault was found with the returned complaint y-piece. We were unable to find out any information about the third party trache tube and thus cannot comment on whether it is designed to a standard fit for this type of product.

Event description:
A hospital in (B)(6) reported that a 900mr136 paediatric y-piece could not be disconnected from the tache tube. No patient consequence was reported.